Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report numbers are 9616099-2016-00189 and 9616099-2016-00190. Complaint conclusion: the balloon of 3x20mm saber pta catheter ruptured at 4 atm (four atmospheres). A 4x20mm saber was used to replace the previous balloon, but its balloon ruptured at 6 (six) atm. A non-cordis balloon was used to complete the procedure. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the left popliteal artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100%. After a non-cordis guidewire crossed the lesion (it is unknown if it crossed without difficulty), a 3x20mm saber pta catheter was delivered to the lesion and inflated. However it ruptured at 4 atm. Therefore, the balloon was changed to another new saber pta catheter with 4x20mm size. The balloon was delivered to the lesion and inflated. However, it ruptured at 6 atm. The balloon was changed to another new non-cordis balloon. The procedure finished successfully. There was no reported patient injury. The products were clinically used. There was no difficulty removing the products from the hoop or removing the balloon covers/stylets. There were no kinks or damages noted to the devices prior to use. The devices were prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflator device were unknown. It is unknown if there was resistance/friction as the devices were inserted into the patient; or if there was difficulty experienced as the devices were advanced to and across the lesion. It was unknown if the catheters were ever in an acute bend or kinked during use. It is unknown if the balloons initially inflated normally before rupture. It is unknown if the balloon catheters were removed easily from the patient; however, they were removed intact (in one piece). The products were not returned for analysis. A device history record (DHR) review of lot 17148534 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 100% may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant devices: st. Jude medical treasure xs guidewire. Replacement balloon: (shiranui hp, kaneka/ lacrosse nse(non slip element), goodman). (B)(6). The device will not be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported event and the associated manufacturer report numbers are 9616099-2016-00189 and 9616099-2016-00190.

Event description:
As reported, the balloon of 3x20mm saber pta catheter ruptured at 4 atmospheres (atm). A 4x20mm saber was used to replace the previous balloon, but its balloon ruptured at 6 atm. A non-cordis balloon was used to complete the procedure. There was no reported patient injury. The products will not be returned for analysis. The patient's information was unknown. The target lesion was the left popliteal artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100%. After a non-cordis guidewire crossed the lesion (it is unknown if it crossed without difficulty), a 3x20mm saber pta catheter was delivered to the lesion and inflated. However it ruptured at 4 atm. Therefore, the balloon was changed to another new saber pta catheter with 4x20mm size. The balloon was delivered to the lesion and inflated. However, it ruptured at 6 atm. The balloon was changed to another new non-cordis balloon. The procedure finished successfully. There was no reported patient injury. The products were clinically used. There was no difficulty removing the products from the hoop or removing the balloon covers/stylets. There were no kinks or damages noted to the devices prior to use. The devices were prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflator device were unknown. It is unknown if there was resistance/friction as the devices were inserted into the patient; or if there was difficulty experienced as the devices were advanced to and across the lesion. It was unknown if the catheters were ever in an acute bend or kinked during use. It is unknown if the balloons initially inflated normally before rupture. It is unknown if the balloon catheters were removed easily from the patient; however, they were removed intact (in one piece).